Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A product history review was performed and the lot met all pre-release specifications. An image investigation will be performed and included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, gore received a report concerning a gore® propaten® vascular graft which was intended to be implanted in the left great saphenous vein. According to the report, on (B)(6) 2025 an 86-year-old male patient of unknown demographics, necessitated a femoro-cural bypass. Reportedly, the gore® propaten® vascular graft was implanted but was explanted on the (B)(6) 2025. The explanted graft was reportedly, observed to be damaged and the customer alleged that the graft had "dissolved into several strands". The device was reportedly discarded. The patient was reportedly in a good condition. Additional information has been requested.

Manufacturer narrative:
B4: date of event corrected per new information. B5: event description updated per new information. G4: added PMA/510(k)number. H6: codes added: f1908 - d15. Codes redundant: f1901, c21, d16. Product history review found that the lot met all pre-release specifications. The product was discarded and was not returned for evaluation and a direct assessment cannot be conducted. Image evaluation: the identity of the device was provided; therefore, the device history record was examined. The evaluation found no anomalies attributable to the manufacture of the device. The reported failure modes graft removed from patient in part or entirely and intra-operative radial film detachment reflect the case description and provided device image. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
On (B)(6) 2025, gore received a report concerning a gore® propaten® vascular graft which was intended to be implanted in the left great saphenous vein. According to the report, on (B)(6) 2025 an 86-year-old male patient of unknown demographics, necessitated a femoro-cural bypass. Reportedly, the gore® propaten® vascular graft was implanted but was explanted on intraoperatively and a new graft was implanted. The explanted graft was reportedly, observed to be damaged and the customer alleged that the graft had "dissolved into several strands". According to the information provided a tunneler was reportedly not used during the procedure. The device was reportedly discarded. The patient was reportedly in a good condition.